Event description:
A user facility reported to olympus that during maintenance of the evis lucera elite colonovideoscope, the scope exhibited high/low pressure issue. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, up/down and right/left angle not to specification, air channel volume clogged, water flow/ removal not up to specification, foreign debris was found protruding from the air/water nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to deviations from IFU in reprocessing and some handling by the user. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the endoscope. ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system¿. ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function¿. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual_ preparing the equipment for reprocessing. Prepare either a single use combination cleaning brush (bw-412t) or a set of channel cleaning brush (bw-20t) and channel-opening cleaning brush (mh-507). Manually cleaning the endoscope and accessories_ brush the channels warning: ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.